Manufacturer narrative:
Device manufacture date: dec 11, 2013. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use and a fracture on the posterior portion of the medial condyle. Gouge marks and dents were noted which is indicative of repeated use. The device history records were reviewed with no discrepancies found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the device was damaged and cracked while trialing during a knee arthroplasty procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.